Manufacturer narrative:
(B)(4). Batch #unk.

Event description:
It was reported that during an unknown procedure, the tissue pad was detached. The blade tip was not broken off. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.